Event description:
During the examination, the image is repeatedly lost for a short time. Led appear and disappear by angulation. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: h6: coding changed, based on the investigation result.